Manufacturer narrative:
A ge service representative performed an on site investigation. The grounding connector was tightened and the rotational potentiometer, rotational controller, and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a motion sensor error message during a case. No patient injury was reported.